Event description:
Healthcare professional reported "fibrous capsule, double becker 3", "straw-colored fluid (collected for culture)", "undamaged macrotextured implant, sweaty with yellow contents", "shell leakage", "suspicion of rupture", "implant is folded, and at 7/8 hours bent", "small amounts of fluid", "slight resistance is felt", "prosthesis leaky" and "fibrous capsule" via ultrasounds. This record is for the right side. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "fibrous capsule, double becker 3" and "fibrous capsule". Clarification to partial date of occurrence: jun2025 was provided. Continued e1 phone number: (B)(6).

Manufacturer narrative:
The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: capsular contracture grade iii. The reason(s) for reoperation is/are: gel leak. Laboratory analysis summary the device related to the reported events capsular contracture, gel bleed and visibility/palpability was received on oct 15, 2025 with lot number 2021267. Based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ gel bleed: not observed since the shell barrier can be observed through microscopic inspection. ¿ visibility/palpability: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "fibrous capsule, double becker 3", "straw-colored fluid (collected for culture)", "undamaged macrotextured implant, sweaty with yellow contents", "shell leakage", "suspicion of rupture", "implant is folded, and at 7/8 hours bent", "small amounts of fluid", "slight resistance is felt", "prosthesis leaky" and "fibrous capsule" via ultrasounds. This record is for the right side. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii, with suspicion for rupture and the device was observed to be folded via imaging. Upon surgical explantation, the implant was reported to be undamaged and sweaty with yellow contents (a preliminary sign of implant shell leakage). The device has been explanted and replaced with another manufacturer's device.